Event description:
It was reported that the charger for an ilet system was not working and the charging cable was visibly frayed; a replacement charger was arranged with expedited shipping. Investigation of this case revealed a damaged charging cable consistent with wear, leading to failure to charge. No adverse clinical effects or symptoms reported during the event. Outcomes included resolution through replacement supplies and user education. It was concluded, based on previously established findings for similar reports, that the cause was component wear and tear.